Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys hbsag gen.2 immunoassay and the elecsys hbsag confirmatory test on a cobas 6000 e 601 module. No incorrect results were reported outside of the laboratory. This medwatch will apply to the hbsag assay. Please refer to the medwatch with patient identifier (B)(6) for information related to the hbsag confirmatory test. The complained sample (sample 1) was collected on (B)(6) 2019. The serum tube of the sample was reactive for both the hbsag assay and the hbsag confirmatory test on the e 602 analyzer. The same serum tube was confirmed to be reactive for hbsag using the abbott architect method. The plasma drain tube attached to the blood donation bag was non-reactive for the hbsag assay on the e 602 analyzer. The standard plasma tube was also non-reactive for hbsag when using the abbott architect method. The serial number of the e 602 analyzer is (B)(4).

Manufacturer narrative:
A plasma tube of the sample was provided for investigation. The sample tube was cloudy with clots and slightly red colored. An aliquot of the sample was centrifuged prior to investigation measurements. The results measured during the investigation matched the results of the plasma standard tube measured at the customer site. The hbsag results of the sample were non-reactive. The investigation could not identify a product problem. The cause of the event could not be determined. The issue may be related to contamination of the serum tube, sample preparation, or pre-analytic sample handling.